Event description:
Customer reportedly obtained results of 217mg/dl, 184mg/dl, and 61mg/dl on the advantage sys within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.